Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 6000 c (501) module. Based on the data provided, discrepant results for ua2 uric acid ver.2 (ua2) were also identified. The initial crej2 result was 0.838 mg/dl. The repeat result was 1.068 mg/dl. The initial ua2 result was 6.2 mg/dl. The repeat result was 8.2 mg/dl with a data flag. The incorrect results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The crej2 reagent lot number was 302850 with an expiration date of 31-aug-2019. The ua2 reagent lot number was 35463501 with an expiration date of 31-jul-2019. No abnormal sample aspiration errors occurred on the day of the event. Precision test results for 4 assays were higher than expected. Precision test results for crej2 were lower than expected. Qc results were scattered over the whole range (plus and minus 3 standard deviations). Based on the information provided, there were no pre-analytical handling issues. The field service engineer (fse) visited the customer site and checked multiple parts of the instrument. No issues were identified. Pipetting accuracy was checked with good results. Since the issue affected more than one test for the patient sample, and precision test results after the service visit were below the expected ranges, the investigation determined the issue was due to incomplete instrument maintenance.